Manufacturer narrative:
(B)(4). Date sent: 7/3/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an unk procedure, there was a battery issue. A power failure mid firing. Battery was removed and filled per IFU and no change. They were required to use the manual release to remove from tissue. Case completed with a second device. No patient harm was reported.